Event description:
The customer reported that while running all assays, summit sample handler, did not aspirate diluent and did not give an error message. A field service engineer was dispatched and could not duplicate problem. Fse replaced tip clamps in positions 2 & 7. No death or serious injury was associated with this event.